Manufacturer narrative:
Medwatch report: mw5116547

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Both transesophageal echocardiography (tee) and fluoroscopy imaging were used during the procedure. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was inserted. The 24mm wds was deployed, and after multiple recaptures the 24mm wds appeared to be just slightly below circumflex level of the appendage. At this point, a large global pericardial effusion was noted by the imaging cardiologist. The closure device was left in place while the pericardial effusion was assessed. The patient's blood pressure rapidly dropped, and pericardiocentesis was performed while the patient was prepped for open heart surgery. Cardiopulmonary resuscitation (CPR) was required, and the surgeons performed cardiac massage in an attempt to stabilize the patient for bypass. The patient was unable to be stabilized and passed away.